Manufacturer narrative:
This event is a duplicate of per (B)(4). This event has been reported under MFR report for report #9616680-2012-00780.

Event description:
It was reported that the patient has adverse local tissue reaction.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that the patient has adverse local tissue reaction.